Manufacturer narrative:
(B)(4). Batch #t94g9r. Date of event is unknown. Investigation summary: the analysis results found that the mcm20 device was returned with no damage and with a clip in the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 14 clips as intended. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Attempts were made to obtain additional information and the following was received: did the device not fire clips (jammed)? Unknown. Did the clips drop or eject from the device? If yes, unknown. Were the clips malformed? Scissored clips? Unknown. Did the clips feed sideways into the jaws of the device? Unknown. Did device not feed clips into the jaws? Unknown. Did the device itself clip the vessel"? Or did a clip in the jaws cut the vessel? If yes, how was the vessel repaired? Unknown. Were there any patient consequence? Unknown.

Event description:
It was reported that during an unknown procedure, the clip misfired and clipped a vessel. It is unknown how the case was completed. There were no patient consequences reported. No additional information is available at this time.